Event description:
It was reported while using bd safeassist¿ safety pen needle 30g x 5mm the safety shield failed and a needlestick injury occurred. The following information was provided by the initial reporter, translated from italian to english: form from customer: after administration of insulin the needle with safety system does not retract remaining exposed. The operator accidentally pricked herself as a result. Consequence: specific intervention number of units involved: 1 device availability: no sfdc: after insulin administration the needle with safety system it does not retracts and operator punctured. When did the incident occur? During use. Updated information: after the accident the nurse had no consequences.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safeassist¿ safety pen needle 30g x 5mm the safety shield failed and a needlestick injury occurred. The following information was provided by the initial reporter, translated from italian to english: form from customer: after administration of insulin the needle with safety system does not retract remaining exposed. The operator accidentally pricked herself as a result. Consequence: specific intervention number of units involved: 1. Device availability: no. Sfdc: after insulin soministration the needle with safety system it does not retracts and operator punctured. When did the incident occur? During use updated information: after the accident the nurse had no consequences

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.